Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the hole in the hose on the device was not duplicated or confirmed. However, during evaluation, it was determined that the device failed the safety and visual assessment and was running at 71,035 rotations per minute (rpm) which was below specifications (75,000 rpm). Therefore, the reported condition was confirmed. It was also observed that the pawl release and lock cylinder were worn out causing the device to run in the safety mode (power broken) and the vanes were worn out causing the low rpm. The issue with the vanes being worn out was consistent with insufficient lubrication and the issue with the locking components and the pawls release was consistent with trying to run the device in the load position or by pushing on the disconnect sleeve while the device was running. The assignable root cause was determined to be due to component damage caused by user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine maintenance, it was observed that the motor device had a hole in the hose. During in-house engineering evaluation, it was observed that the device failed safety assessment and had low rotations per minute. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.